Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has undersensing causing the device to terminate arrhythmia classification even though the arrhythmia appears to continue. The lead remains in use. No patient complications have been reported as a result of this event.